Manufacturer narrative:
Corrected data: d. Suspect medical device all device info corrected from ipg to lead.

Event description:
This is a correction report. In the initial report the device info was incorrectly reported as the ipg rather than the lead. Pain was experienced at the lead site. Ipg pain was previously reported under (related manufacturer reference number: 1627487-2019-05633).

Manufacturer narrative:
A patient experiencing pain at the lead site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-06084 it was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Patient also experienced pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated